Manufacturer narrative:
Results: the jet7 was kinked approximately 17.0 cm from the hub. The device was fractured approximately 60.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed a fracture. If the device is forcefully retracted against resistance, damage such as a kink and subsequent fracture may occur. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance could not be determined. Further evaluation revealed a kink on the proximal shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra microcatheter and a non-penumbra sheath. It was noted that the patient anatomy was tortuous. During the procedure, the physician completed one pass using the jet7, microcatheter and sheath. While retracting the jet7, the physician experienced resistance. Upon removal of the jet7, the physician noticed that the proximal end of the jet7 was broken. The procedure was completed using a new jet7. There was no report of an adverse effect to the patient.